Manufacturer narrative:
The medical team in switzerland returned the impella pump and data logs for analysis. The investigation is on-going at this time. Upon completion, a final report will be filed.

Event description:
The medical center in (B)(6) escalated care from the impella cp to the impella 5.5 pump. The pump was explanted due to concerns of hemolysis after just over 25 hours. After explant the team placed another cp pump and support proceeded.

Manufacturer narrative:
Since the original report was filed, the investigation into the hemolysis has concluded. The medical team in the EU returned the impella pump product and benchtop analysis was completed. The determination was made that ingested biomaterial was the cause of the hemolysis. The failure mode will be monitored and trended.

Event description:
In addition to the original report of hemolysis, the user facility reported the device exhibiting saturated flow.

Manufacturer narrative:
(H3) the investigation into the reported "hemolysis and has been completed since the original report was filed. Product was returned for investigation. Two pictures were received from the field and they confirmed the presence of a large mass of biomaterial ingested into the outflow cage upon explant. The data logs revealed strong evidence of biomaterial ingestion, including flat motor current and saturated flows. It is very likely that this also contributed to the false "impella position in aorta" alarms, as placement signal metrics were normal. The device was visually inspected and found significant amounts of biomaterial on and around the impeller and outflow cage. No other abnormalities were found. In conclusion, it was determined that the cause of both the hemolysis and the saturated flow was ingested biomaterial. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.